Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 383 mg/dl. To address the bg level, the customer delivered a correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.